Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the right atrial lead had an unspecified helix rotation issue. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. The helix was able to extend and retract by applying torque directly at the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.